Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor failed incoming functional testing and displayed service code 203 (pulse test fault). The cause for the failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the monitor was unable to complete incoming functional testing.